Manufacturer narrative:
Follow-up #1: date of submission 08/24/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2015 with the following findings: on investigation, the alleged intermittent power issue was not duplicated in the evaluation. Moisture was observed behind the display screen. Battery cap was not returned and a test cap was used. The pump powered up to a blank display screen initially with auditory and vibratory features. After 15 minutes the pump displayed a ¿sleep error¿ message. The evaluation was unable to download the black box or conduct the remaining testing due to internal moisture contamination. A pump casing crack was observed at the lower right hand corner of the display and a leak test showed a leak where the crack was located. Pump casing was opened and evidence of moisture intrusion was found throughout the pump interior.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump had an intermittent power issue and that there was moisture behind the display. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.